Manufacturer narrative:
Siemens filed the initial MDR 1219913-2016-00172 on october 3, 2016. On 12/14/2016 additional information: the siemens customer service engineer (cse) was sent to the customer site to discuss proper sample handling per the IFU. After review of the proper sample handling per the IFU, the customer and medical director were satisfied with hbsagii assay performance. The customer sent the patient sample to siemens healthcare diagnostics for further testing and investigation. The sample was received, however, due to an error on the advia centaur during testing, the sample is quantity not sufficient (qns). Siemens was unable to investigate the patient sample. The cause for the discordant hbsag confirmatory/hbsagii results is unknown. Pre-analytic variables can affect the quality of the sample, and deviation from recommended best practices can lead to erroneous results. While there is insufficient information to determine the cause of the false positive results, siemens cannot rule out pre-analytical factors or sample issue. The instrument is performing within specifications. No further evaluation of the device is required. The advia centaur hbsag conf assay IFU states in the specimen collection and handling section: "serum and plasma (edta, lithium-heparin, or sodium-heparin) are the recommended sample types for this assay. Do not use specimens with obvious microbial contamination. The performance of the advia centaur hbsagii assay has not been established with cadaver specimens, heat-inactivated specimens, or body fluids other than serum or plasma such as saliva, urine, amniotic, or pleural fluids. The following recommendations for handling and storing blood samples are furnished by the clinical and laboratory standards institute (clsi)4 and augmented with additional sample handling studies using the advia centaur hbsagii assay: handle all samples as if capable of transmitting disease. Samples are processed by centrifugation, typically followed by physical separation of the serum or plasma from the red cells. The centrifugation step may occur up to 24 hours post-draw. When testing 9 samples where the centrifugation step was varied up to 24 hours post-draw, no clinically significant differences were observed. Test samples as soon as possible after collecting. Store primary tube samples at 2-8°c up to 7 days. Keep samples stoppered and upright at all times. Primary tube samples include serum stored on the clot, plasma stored on packed red cells, and samples processed and stored in gel barrier blood collection tubes. When 10 samples in these primary tubes were tested up to 7 days, no clinically significant differences were observed. Store samples stoppered at all times at 2-8°c up to 14 days. Freeze samples, devoid of red blood cells, at or below -20°c for longer storage. Do not store in a frost-free freezer. When 10 samples were subject to 6 freeze/thaw cycles, no clinically significant differences were observed. Thoroughly mix thawed samples and centrifuge before using. - package and label samples for shipment in compliance with applicable federal and international regulations covering the transport of clinical samples and etiological agents. Samples maintained at room temperature up to 1 day or refrigerated up to 7 days demonstrated no qualitative differences. Store samples stoppered at 2-8°c upon arrival. If during shipment, samples may be subjected to temperatures > 25°c, then ship samples frozen." The advia centaur hbsagii assay IFU states in the specimen collection and handling section: "serum and plasma (edta, lithium-heparin, or sodium-heparin) are the approved sample types for this assay. Do not use specimens with obvious microbial contamination. The performance of the advia centaur hbsagii assay has not been established with cadaver specimens, heat inactivated specimens, or body fluids other than serum or plasma such as saliva, urine, amniotic, or pleural fluids. The following recommendations for handling and storing blood samples are furnished by the clinical and laboratory standards institute (clsi, formerly nccls),8 and augmented with additional sample handling studies using the advia centaur hbsagii assay: handle all samples as if capable of transmitting disease. Samples are processed by centrifugation, typically followed by physical separation of the serum or plasma from the red cells. The centrifugation step may occur up to 24 hours postdraw. When testing 10 samples where the centrifugation step was varied up to 24 hours post-draw, no clinically significant differences were observed. Test samples as soon as possible after collecting. Store processed specimens at 2-8°c if not tested within 24 hours of collection. Specimens may be stored in primary tubes up to 14 days at 2-8°c. Primary tube samples include serum stored on the clot, plasma stored on packed red cells, and samples processed and stored in gel barrier blood collection tubes. When 10 samples in these primary tubes were tested up to 14 days, no clinically significant differences were observed. Store samples stoppered at all times. For longer storage, specimens may be frozen at -20°c or colder. Freeze samples, devoid of red blood cells, at or below -20°c for longer storage. Do not store in a frost-free freezer. When 10 samples were subjected to 4 freeze/thaw cycles, no clinically significant differences were observed. Thoroughly mix thawed samples and centrifuge before using. Package and label samples for shipment in compliance with applicable federal and international regulations covering the transport of clinical samples and etiological agents. Samples maintained at room temperature up to 1 day or refrigerated up to 7 days demonstrated no qualitative differences. Store samples stoppered at 2-8°c upon arrival. If during shipment, samples may be subjected to temperatures above 25°c, then ship samples frozen. The purpose of handling and storage information is to provide guidance to users. It is the responsibility of the individual laboratory to use all available references and/or its own studies when establishing alternate stability criteria to meet specific needs."

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection. The fse ran visual protocol of aspirate/wash sequence and verified proper dispenses. No problems noted. The cause for the discordant (B)(6) confirmatory results is unknown. For the samples reported as redilute, the customer did not follow the IFU instructions to dilute 1:50 and test. The results were reported as (B)(6). The customer will send sid (B)(6) (patient #1) to siemens healthcare diagnostics for further testing and investigation. The instrument is performing within specifications. The (B)(6) conf IFU states in the interpretation of results section: "samples reported as redilute require further dilution for confirmation." The (B)(6) conf IFU states in the interpretation of results section: "for diagnostic purposes and to differentiate between acute and chronic (B)(6) infection, the detection of (B)(6) should be correlated with patient clinical information and other (B)(6) serological markers. It is recognized that current methods for detection of (B)(6) may not detect all potentially infected individuals. A (B)(6) test result or invalid confirmatory result does not exclude the possibility of exposure to or infection with (B)(6)."

Event description:
Discordant (B)(6) results were obtained on samples from three dialysis patients. The samples were run on the advia centaur xp (B)(6) confirmatory (conf) assay after being repeat (B)(6) for (B)(6). For patient #1, the result was confirmed. For patient #2 and patient #3 the samples reported as redilute. However, the customer did not redilute. Subsequent draws for patient #1 and patient # 3 yielded (B)(6) results for (B)(6). For patient #2, the results were repeat (B)(6) for two separate draws. The repeat testing that yielded the (B)(6) results was performed at another laboratory and the method is unknown. The dialysis unit nurses and physicians questioned the three (B)(6) results. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant (B)(6) confirmatory results.